Manufacturer narrative:
The customer¿s complaint of secondary tubing separated from drip chamber was confirmed. During visual inspection, it was noted immediately that vinyl tubing was completely separated from the drip chamber. The root cause of the separation was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.

Event description:
It was reported that the user hung a secondary medication on the IV pole when a leak was noticed at the bottom portion of the tubing that separated below the drip chamber. The customer confirmed that the tubing was not attached to the patient at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the user hung a secondary medication on the IV pole when a leak was noticed at the bottom portion of the tubing that separated below the drip chamber. The customer confirmed that the tubing was not attached to the patient at the time of the event. There was no report of patient or user harm .